Event description:
Additional information received from the consumer reported that the patient's therapy was never a loss, they just had to change programs. The patient was still learning the process of changing programs and was very pleased with their therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0trcj, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy. The patient had urgency symptom return in the past 4 days and it was a sudden change in symptoms. The patient tried to increase stimulation on their current program, but it did not resolve the urgency. The patient did feel stimulation. No medical procedures, emi, trauma, or falls were reported that could be related to the issue. The patient was on program 3 at 2.3v and anything higher was not comfortable. The patient had never changed their program before and changed to program 4 at 1.6v. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.